Event description:
It was reported that the clamshell repair was successfully completed on (B)(6) 2024 without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the controller connector bend relief was confirmed through the onsite evaluation by an abbott technical services representative as well as through the evaluation of the submitted image. A specific cause for the reported damage could not be conclusively determined. The system controller log files contained events from (B)(6) 2024 through (B)(6) 2024 and (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were captured. The pump appeared to function as intended for the duration of the files. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-(B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for vad- (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient's driveline was found to have a liner tear on the silicone layer approximately 180 degrees around the connection point to the system controller. No clinical or mechanical issues were observed as a result of this damage. The patient was scheduled for a clamshell repair.